Manufacturer narrative:
During retraction of a 7 fr. Exoseal vascular closure device (vcd) with the sheath as a single unit, the pulsatile flow from the bleed back indicator never stopped although the indicator window showed solid black. The sheath and the exoseal vcd were removed from the patient without plug placement. Hemostasis was achieved by manual compression. There was no reported patient injury. The procedure was a percutaneous transluminal angioplasty (pta) with retrograde approach. The target lesion for the pta was unknown. Femoral artery suitability was verified on angiography. The exoseal was prepped according to the instructions for use (IFU). The sheath used was unknown but no issue was reported with the sheath. There were no reported product issues with the sheath used. The vcd showed no visible signs of damage and was prepped per the IFU. The exoseal vcd was inserted into the sheath with no reported product issue. The angle of access was between 30 and 45 degrees. The arteriotomy was not in or near an area of calcified plaque or near a stented segment. The vessel diameter was >/= to 5mm in diameter. The vessel did not have >50% stenosis at or near the puncture site. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to the use of the vcd. There was no reported difficulty connecting the exoseal to the sheath. There was no resistance/friction experienced as the vcd was advanced through the sheath. The sheath locked properly against the cowling and an audible ¿click¿ heard. Pulsatile flow was observed. The sheath and the exoseal vascular closure device was retracted as a single unit. The indicator window showed black-black but the pulsatile flow from the bleed back indicator never stopped. There was no attempt made to press the deployment lever. There was no bleeding complication reported during or after the procedure. The physician was certified for use of the device with the number of cases performed unknown. The product was returned for inspection. One non sterile 7f exoseal was received inside a plastic bag. The deployment lever button was not depressed. The indicator window was received in black and white position. The guard was depressed. The indicator wire was not retracted. There were blood residues observed in the returned device. An unknown 7f catheter sheath introducer was received with returned device. No other anomalies were observed with returned device. The indicator window changed in different positions black-on-black, black-on-white and black/white/red position with expected during functional test. Function test was performed (using bench top test model).water was injected trough ¿delivery shaft bleed-back port¿ and went out through the ¿pi collar bleed-back indicator tube¿. Bleed -back signal is present and diminished during retraction using the simulated bench top test model. Internal components and mechanisms were analyzed and no blockages or damages were detected. The gap between the lock out plate and the indicator window was observed (as expected). No obstructions, loose or broken parts were observed. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The IFU provides the following caution: (xi.7) if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. In this case, the window changed to solid black upon retraction of the devices as per IFU, however there was no reduction in pulsatile flow observed. Therefore, the physician acted in accordance with the IFU and removed the sheath and vcd together and proceeded to manual compression. The IFU also instructs to not use the exoseal vcd to close arteriotomies created in areas of calcified plaque or stented segments. The indicator wire has the potential to catch in the calcification instead of the vessel wall leading to a false indicator window reading. The reported ¿bleed-back, no reduction in flow¿ and ¿incorrect indication¿ reported by the customer could not be confirmed; since functional test was successfully performed per analysis, (the water passed through delivery shaft and went out through pi collar, diminished during retraction using the simulated bench top test model). The failure indicator window incorrect indication could not be confirmed; since indicator window change in different positions during functional test per analysis. The cause of the event could not be conclusively determined. Neither the DHR review nor the product analysis suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Event description:
The report received from the affiliate indicated that during deployment of a 7 fr. Exoseal vascular closure device (vcd), the pulsatile flow from the bleed back indicator never stopped although the indicator window showed solid black. This occurred during retraction of the sheath and the device as a single unit. The sheath and the exoseal vcd were removed from the patient without plug placement. Hemostasis was achieved by manual compression. There was no bleeding complication reported during or after the procedure. There was no reported patient injury. The product was clinically used and it will be returned for analysis. The procedure was a percutaneous transluminal angioplasty (pta). The target lesion for the pta was unknown. The exoseal vcd was inserted into the sheath with no reported product issue. There was no attempt made to press the deployment lever. The physician was certified for use of the device with the number of cases performed unknown. The approach for the procedure was retrograde. The exoseal was prepped according to the instructions for use (IFU). The sheath used was unknown. There were no reported product issues with the sheath used. The vcd showed no visible signs of damage. Femoral artery suitability was verified on angiography. The angle of access was between 30 and 45 degrees. The arteriotomy was not in or near an area of calcified plaque or near a stented segment. The vessel diameter was >/= to 5mm in diameter. There was no reported difficulty connection the exoseal to the sheath. There was no resistance/friction experienced as the vcd was advanced through the sheath. The sheath locked properly against the cowling and an audible ¿click¿ heard. No additional information is available.